Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set detachment with tubing event on (B)(6) 2025. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.